Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. The pt had a persistent low lumbar leak resulting in sac growth. Physician attempted coil embolization multiple times to try and resolve type ii endoleak; which was unsuccessful. The physician elected to surgically convert the pt to a conventional graft. The stent graft and its components were removed from the pt. The explanted device had been discarded and will be not be returned. No additional clinical sequelae were reported and the pt is fine.